Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that his insulin pump was not delivering bolus and upon inquiring further, it was discovered that he had been hospitalized for high blood glucose levels. Customer's blood glucose level was 325 mg/dl at time of reporting. Nothing further reported.